Event description:
Information received indicates the brakes were not holding and no was hurt or injured. The casters were locking but still moved from side to side.

Manufacturer narrative:
The technician replaced the four brake caster to repair the stretcher.